Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was further noted that there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The visual summary analysis of the lead indicated damage at implant. The analyst noted that according to the complaint of high threshold and the amount of blood ingress along lead length, the insulation breached might have occurred at the implant and it did contribute to the electrical complaint.

Event description:
It was reported that there were high capture thresholds in the right atrial and ventricular leads and the physician did not like the positioning of the leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.